Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 47 mg/dl. Customer stated that at morning blood glucose was 350 mg/dl, customer did not eat then blood glucose was 366 mg/dl, his blood glucose was 177 mg/dl before sleeping but woke up at 47 mg/dl which was corrected with orange juice which was then spiked to 287 mg/dl. Customer¿s blood glucose at time of incident was 366 mg/dl and current blood glucose was 261 mg/dl. Customer also reported that insulin pump had hardware low level failure during self test but after troubleshooting customer was able to rewind the insulin pump and self test passed. Customer had bent cannula and change the sensor along with new reservoir. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test and delivery accuracy test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Pump error 63 alarm confirmed in the insulin pump history due to broken trace.